Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Proximal and distal mis-drilling occured. Target device could not be centered anymore.

Manufacturer narrative:
Evaluation revealed the target device as primary product. The speedlock sleeve returned was regarded as associated product. Appearance of item and inspection records identified the target device returned being of new design version. Deviations in the inspection documents were not found. A check of the function on 100% of the devices (sub-supplier) and additional in-house spot check of the lot in question revealed function was given in full on the devices at the stage of delivery. The item returned was documented as faultless prior to distribution and as it had been in use for a longer time (more than 8 years) we pre-suppose that this target device had fulfilled its tasks in former surgeries as intended. Potentially reduced accuracy in guidance is usually found during functional check (required per IFU). In case of any deviation it is realized prior to use. The reported proximal mis-targeting could be confirmed but was not in such a way that a real mis-drilling would occur. The root cause of the slight deformation / deflection of the proximal drill is regarded as normal wear after being in use for more than 8 years. The reported distal mis-targeting could not be confirmed. Reasons for misaligned drilling and misaligned distal locking screws are various. Potential miss-targeting can also be caused but is not limited to, if e.g. The following instructions are not carried out properly: ensure that the nail holding bolt is still fully tightened. Avoid soft tissue pressure on the distal locking sleeve assembly- therefore the skin incision would be made (co-linear) in direction of the sleeve assembly. Check that the distal locking sleeve assembly with the trocar removed is in contact with the lateral cortex of the femur and is locked securely with the speedlock sleeve knob. Confirm final locking screw placement with a/p and lateral fluoroscopic x-ray. Neutralize the power tool weight during drilling procedure and do not apply force to the targeting arm. Start the power tool before having bone contact with the drill. Use sharp and center tipped drills only. Regarding mis-drilling the operative technique has already been modified by ec (engineering change). The event did not involve a product problem indicating a non-conformity, adverse trend or unanticipated hazard. Investigation revealed no non-conformity, therefore no ncr was initiated. A review of the labeling did not indicate any abnormalities.

Event description:
Proximal and distal mis-drilling occured. Target device could not be centered anymore.